Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer report of unable to discharge and display blanks out was not replicated or confirmed. Log review did not show any faults associated with the custmer report. Biomed testing confirmed successful shock deliveries with no failed events. Zoll testing did not replicate the reported issue, and all functions, including alarms and energy discharge, worked as expected. While a defective analog board prevented ECG signal detection, the device continued to discharge properly. The customer report of no ECG signal was duplicated and attributed to a damaged transformer on the analog board. The analog board was replaced to resolve the report. The board was scrapped after testing. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
This device was manufactured before the UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge, was unable to obtain an ECG signal via electrode pads, and the display blanked out. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch report number 1220908-2025-00412 for a similar report from the same customer.